Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during an unknown cycle on the homechoice (hc). The home patient (hp) was not sure when he got the alarm but was connected at the time. The hp cycled the power off and disconnected from the machine. The technical service representative (tsr) explained the alarm and advised him to let the registered nurse (rn) know about the air detect alarm. The supplies were discarded and the alarm was cleared by the hp. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.